Manufacturer narrative:
System and bronchoscope manufacturing records were reviewed and no issues were found associated with this case. Manufacturing records confirmed the scope passed final qa/qc checks prior to release. The scope was not returned as it had been discarded. Video review identified no use errors or system malfunctions. The procedure proceeded normally, with no unintended scope movements, tool over-advancement, or system performance issues observed. The physician did not attribute the pneumothorax to the galaxy system, stating it was most likely related to the patient's underlying pulmonary fibrosis. Given the lesion's pleural-based location and the patient's fragile lung condition, the event is consistent with known inherent risks of bronchoscopy and transbronchial biopsy. Video review supports this assessment and confirms the system functioned as intended.

Event description:
A pneumothorax was identified after completion of a galaxy-assisted biopsy procedure. A pigtail chest tube was placed, and the patient was admitted for observation. The patient remained stable and was discharged the following day. The patient has a known history of pulmonary fibrosis, which increases susceptibility to pneumothorax. No malfunctions were reported. Attempts to gather patient demographics were unsuccessful.